Manufacturer narrative:
At this time, no further information is available. This report will be updated should additional information become available.

Event description:
Boston scientific received information that the patient implanted with this left ventricular (lv) pacing lead experienced diaphragmatic stimulation. The lead was programmed to lv ring to right ventricular (rv) coil which mitigate some of the diaphragmatic stimulation, however high out of range pacing impedance measurements were observed. The lead was programmed to lv tip to rv coil which resulted in acceptable impedance measurements. The lv outputs were then lowered to mitigate the diaphragmatic stimulation. There was a concern the lead was fractured; however, the field representative indicated the patient did well after reprogramming so no further intervention will be performed. No adverse patient effects were reported.